Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) would not power back on while monitoring patients. Technical support (ts) had them move the power cord to a different wall outlet; but the issue persisted. It is not clear how the cns was originally powered on and no further information could be obtained. No patient harm was reported. Investigation summary: multiple attempts were made to troubleshoot the issue and collect more information from the customer; however, no response was received. The complaint device was also not returned for evaluation. A review of the history of the serial number identified no similar events and no further reports of the issue. Based on the available information, a definitive root cause could not be identified. Startup and bootup errors may arise from issues with the ups (uninterruptible power supply), cable damage, malfunction of the internal components of the device (i.e., hdd, power supply), issues with proper software registrations, malfunction of the wall ports, and improper seating of the connection cables. Other issues that are known to cause startup errors are sudden shutdowns (power loss), faulty network switches, overheating (e.g., fans clogged with foreign material such as dust or debris or wear and tear resulting in the fan not operating as intended), and duplicate ip addresses. Users with startup screens which are blue or black should restart the machine in safe mode to resolve issues. A black screen may indicate corruption of the disk guid partition table, while a blue screen may indicate a lack of free space in the system, memory problems, and hard drive faults. To ensure correct device function, users should ensure that devices are connected to power supplies. In the event of failure of the ups, users should verify devices are connected to alternate power sources. Bootup/startup issues are usually discovered at startup and are therefore unlikely to cause patient harm. The issues are immediately evident to technicians who can then choose an alternative monitoring device. The reported issue is also not a recurring issue for this device. No corrective action would be performed at this time. Nk will continue to trend and monitor the reported issue. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 01/06/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/11/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/24/2023 emailed the customer via microsoft outlook for patient information: no reply was received.

Event description:
The customer reported that the central nurse's station (cns) would not power back on while monitoring patients. There was no patient harm reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) is not turning back on. Technical support (ts) asked the customer to see if the power cord could be moved to a different wall outlet; however, that didn't work. Ts advised the customer to have their biomed check the unit. Ts informed the customer that they may need to send in the unit for repairs. The customer will reach out to their biomed. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse's station (cns) is not turning back on. There was no patient injury reported.